Event description:
The account reported, "colonoscopy with polypectomy done with esu and colonoscope. A 1 x 1.5 cm polyp was removed in piecemeal fashion. Patient admitted to hospital next day with severe rlq pain. Diagnosed with colon hematoma that subsequently required 8 days of hospitalization. Reportedly, some gastroenterologists felt the amount of voltage released with the endocut was too high."

Manufacturer narrative:
The electrosurgical unit (esu/generator) was returned and thoroughly inspected/tested. A technical safety check was performed on the esu. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. A review of the involved program [snare/hot biopsy program (#1), endo cut q settings] revealed more aggressive settings (i.e. Effect 2, duration 2, and interval 3) than are recommended for the mode. Therefore, the endo cut q settings were changed to our current standard default settings (effect 3, duration 1, and interval 6) to better meet their needs. To further address the issue, additional in-service work was performed at the medical center in 2008. No trends were identified with the reported incident. Erbe USA, inc. Is now closing the file on this event.